Event description:
Primary tkr was performed on (B)(6) 2013. Patient experienced fall several weeks ago and complained of knee pain. During revision surgery, patella component was found to be loose. Replaced with identical item (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Although no conclusive results were found, provided information suggests patient trauma could be a contributing factor. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient x-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Although no conclusive results were found, provided information suggests patient trauma could be a contributing factor. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.